Manufacturer narrative:
Concomitant medical products: triple lumen tunneled catheters (hickman), double lumen tunneled apheresis (evenmore), therapy date (B)(6) 2018 . No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they were unable to clear blood or moisture from the neutraclear connector while connected to a patient. Several rns reported that after flushing the line with 20ml of ns, they were still unable to clear the connector of blood requiring the connector to be changed. If the connector was not changed, the next rn using the connector had a clot. They indicated that when they place the connector on a port, occasionally the orange piece would get lodged in the connector causing leaking. There was no patient harm.

Manufacturer narrative:
The customer provided a photo in which a red/brown substance resembling blood was observed within the neutraclear¿s clear body housing. The root cause was not identified.